Event description:
Caller reported an alarm issue, specifically alarm 2 followed by alarm 26, which occurred alongside an occlusion event earlier in the day. This issue resulted in the customer¿s blood glucose levels exceeding 500 mg/dl, though the exact dates of these occurrences were not recalled. To address the high blood glucose, the customer administered a correction bolus through the pump and resolved the occlusion issue by changing the infusion set and cartridge, subsequently resuming insulin delivery.